Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending (lad) artery. The lesion was pre-dilated with a 2.50 x 12 mm non-compliant (nc) balloon. A 38 x 3.00 promus premier drug-eluting stent was fully deployed at 14 atmospheres for 10 seconds and post-dilated with a 3.00 x 12 mm nc balloon. A proximal stent edge dissection was observed with type b flow-limiting. The physician believed lipid plaque was the cause of the dissection. The dissection was covered with a 3.50 x 12 mm promus premier stent and the procedure was completed without any patient complications. The patient was stable post-procedure.